Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp attached to a groshong catheter via a cath-lock was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fluid leak and identified fracture as a partial circumferential break was noted approximately 8.7cm from the distal end of the cath-lock. The edges of the partial circumferential break was granular at some place and smooth at some place. Further during functional evaluation, leak was noted from the partial circumferential break was noted upon infusing the catheter. The investigation is also confirmed for the identified deformation due to compressive stress as two circumferential kinks were noted around the 15cm depth mark. However, the investigation is inconclusive for the reported migration issue as no evidence confirming migration was noted and the exact circumstances at the time of the reported event are unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022), g3, h6 (device, method). H11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year and three months post port placement, the contrast medium allegedly leaked during infusion. It was further reported that the device was allegedly migrated. Reportedly, the patient experienced swelling around the collarbone. The port system was removed. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that approximately one year and three months post port placement, the contrast medium allegedly leaked near the clavicle during infusion. The patient allegedly experienced swelling around the collarbone. The port system was removed. Patient current status is unknown.